Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician replaced the power board to address the reported issue and returned the power board to carefusion for failure analysis. The power board is in the process of being evaluated, once the results become available, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the unit has a "reset" alarm occur while in use on a patient and an audible alarm occurred. There was no patient harm associated with this complaint.

Manufacturer narrative:
Carefusion was unable to duplicate the customer's reported issue. During initial bench testing and calibration testing, the power board would power up the golden test ventilator and passed calibration testing, power check out, and battery charging testing. The unit passed all test settings and was working normally in specification. The unit passed 12 hours of extended duration tests and did not produce any unusual alarms or error condition. The service technician was unable to determine what the problem was due to the unit not being return with the power board. Visual inspection of the power board did not reveal any anomalies and found no sign of overheated or damaged components.